Event description:
Product ID #a-1012 was involved in incident in which the headrest slipped. No pt injury has been reported. Additional info received 2006: upon receipt and evaluation, it was determined that the device received was in fact a non-certified codman heardrest (product ID # 35-1082) and not a mayfield a1012 as initially reported. Under the terms of an agreement between the two companies, this device was taken over by ohio-mayfield (now integra) in 1998 and the device was supposed to be sent to ohio for certification within one year. This product was not previously returned by the customer for certification by ohio-mayfield.